Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. The customer's mother was assisted with motor error troubleshooting. The customer¿s blood glucose level was 151 mg/dl at the time of the incident. The caller stated that the drive support cap appeared normal. The insulin pump was not exposed to high magnetic fields. The customer's mother was assisted in clearing the alarm and performing a rewind. The customer's mother was able to complete insulin pump rewind. The alarm history contained both a motor position encoder error alarm and more than one motor error alarm within a 30-day period. The customer's mother was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.